Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leaking event on 17-dec-2025. The site of detachment was tubing hub. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.